Event description:
It was reported that the device had failed calibration. No patient injury was reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date.investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device missing a sticker seal. There was evidence of the error in the event history log. The reported problem was not duplicated. However, upon attaching the cassette, there was a cassette not attached properly error alarm. The investigation found rust on battery compartment and battery door springs which was believed to be the possible cause of the reported problem. For corrective action the downstream occlusion sensor and battery compartment and door were replaced. The root cause of reported problem was unknown. Reviewed the device history record for job 8218096. There was no evidence of any issues during the manufacture of this device and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Other, other text: b5: additional information received on 19-sep-2022 via email attached in complaint object: all issues found with these devices were found during testing at our facility. No patient or technician involvement was indicated at the time the pump was received at the facility for repair and recertification. H6: event problem and evaluation codes: updated. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.